Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated she had a ruptured right breast implant which was diagnosed using mammogram and magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On october 07, 2022, mentor received additional information. The patient underwent bilateral removal and replacement with 425cc (left-sided) and 400cc (right-sided) mentor memorygel breast implants. During the replacement procedure, the left breast implant was also discovered ruptured and the patient was noted to have bilateral capsular contracture. No baker grade ratings were provided. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-13154 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 15, 2022, mentor received a date of explantation of (B)(6) 2022. On august 24, 2022, mentor was notified the device was being retained and not to be returned. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 10, 2022, mentor completed an evaluation on a photo that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).